Event description:
The hcp reported the pt had been experiencing increasing spasms inspite of their pump medication being increased to an eventual complex program of 3420 mcg/day. "Films of the system done show no discontinuity." The pump was explanted and replaced in 2002 after an implant duration of 34 months. The pt outcome was not reported.